Manufacturer narrative:
An evaluation is in process. A follow-up will be submitted once the evaluation is complete.

Event description:
The customer reported a false negative alinity m sars-cov-2 result for one patient. The following was provided: (B)(6) 2022, patient reference number (B)(6), barcode (B)(6), negative with fcn value of -1 from (B)(6) laboratory. Patient went on to state that they took a rapid antigen test which resulted negative on (B)(6) 2022, and another antigen test on (B)(6) 2022 which also resulted negative. The patient was symptomatic, experiencing fever, fatigue, headache and a sore throat. On (B)(6) 2022 patient began feeling better, however, their partner tested positive with two antigen tests. Due to this, the patient completed an antigen test on (B)(6) 2022 which resulted as positive, after which the patient self-quarantined. The patient stated due to the false negative results they received they caused an exposure to several close contacts who were "severely ill." No further information is available regarding the close contacts.

Manufacturer narrative:
D4 and h4 - lot number has been identified in the course of investigation. Therefore lot number, expiry date and manufacture date have been populated. B2 initial report initially indicated the event required intervention to prevent permanent impairment/damage; this was incorrectly selected and b5 description as well as h6 coding supports no adverse event occurred. Intent of b2 is no selections. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: the customer data review for the reported false positive sample was performed. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that alinity m sars-cov-2 amp kit (list 09n78-095) lot 527400 is performing outside of established design performance specifications. A product deficiency was not identified by this evaluation. Quality data review: device history record (DHR) / batch record review: the DHR review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 527400 did not identify any issues which could result in the reported complaint. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. Corrective action preventive action (CAPA) / non-conformance (nc) review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 527400 was performed to identify any records that were potentially related to the reported complaint. The review did not identify any existing internal issues or nonconformances related to the reported complaint. Complaint history review a lot specific complaint history review was performed to identify related complaints to the ticket being investigated,which reported a discrepant sars-cov-2 result while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 527400. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-095) lot 527400 was not identified.